Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. H11 additional narrative: added: a1, a3a, h6. Health effect - clinical code. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
It was reported there was a fracture in the left knee. A revision procedure took place on (B)(6) 2025. It was noted the bone behind the femoral component was in a very bad condition, there was no bony support for the metal component.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> according to the information received, "hcp is reporing a fracture in the left knee-tep. See x-rays. Revision is planned". The product was not returned to depuy synthes, however an x-ray and photos were provided for review. (B)(4) implant passport and (B)(4) x-rays. A review of the available evidence determined that the universal stem 115x16mm fluted does not exhibit any damage or signs of a device non-conformance that could have contributed to the reported event. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the universal stem 115x16mm fluted would not have contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> 1) quantity manufactured: (B)(4) pcs total manufactured 2) date of manufacture: 12-01-2011. 3) any anomalies or deviations identified in DHR: an internal nr was found, however is not related with the reported condition. 4) expiry date: 12-01-2021. 5) IFU reference: IFU-0902-00-252. Device history review ==> a manufacturing record evaluation was performed for the finished device product code 867430 lot number 183130, and no non-conformances / manufacturing irregularities were identified during manufacturing. Added: d10 ( concomitant ). Corrected: h4.

Manufacturer narrative:
Product complaint: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.